Event description:
It was reported the patient's ipg was inoperable. As a result, the ipg was replaced to address the issue. It is unknown of the ipg prematurely depleted. Area: zwest.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.